Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose level over 400 mg/dl. The customer stated that prior to the event, she had slept for 1 1/2 days due to lows, until she woke up with a blood glucose levels of 32 mg/dl. The customer also stated that she ate a peanut butter sandwich and then her blood glucose was over 400 mg/dl. Nothing further was reported.